Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks for oversensing noise due to a right ventricular (rv) lead fracture. In addition, the rv lead triggered an alert for high undefined bipolar lead impedance and a lead integrity alert (lia). The lead was capped and replaced. No further patient complications have been reported as a result of this event.